Event description:
It was reported that during the 1st use of the rotaflow device on a patient, the error message (err ret) was displayed by the device, instead of the flow. The emergency drive was used while replacing the device. The error message was not displayed with the replacement unit. (B)(4).

Manufacturer narrative:
A service technician of maquet investigated the device in question with service order no. (B)(4). The service technician replaced the flow measuring board.